Manufacturer narrative:
(B)(4). Companion sample is being returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One companion sample was received in reference to system error 2240; set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp cycle power. The tsr explained that the hp would need to start over with new supplies. The tsr then advised the hp to call the nurse in the next 24 hours and let her know what happened. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that nothing was noticed with the supplies and he had not disconnected during therapy. The hc was in initial drain when the alarm sounded. The hp advised the nurse on the system error 2240.